Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to diabetic ketoacidosis. Customer's blood glucose at time of incidents was unknown. The customer was hospitalized when she stopped using the pump because she was having difficulty with the shots working as effectively. The customer reported via phone call indicating that the insulin pump alarm low battery and unexpected restart. Customer's blood glucose at time of incident was unknown. The customer was advised to clean battery cap with a dry cotton swab. The customer was advised to insert new battery. The customer was advised that we will send battery cap and monitor situation. The customer doesn't have settings for her pump and advised to get them from health care provider.